Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (allergy). Related to another drug or device - (allergy possibly related to local anesthetic). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: inherent risk of procedure ¿ (allergy). No device failure - (allergy possibly related to local anesthetic). No device returned. (B)(4).

Event description:
Physician deployed one resolute integrity (3.5mm x 15mm) drug eluting stent successfully in the lad without abnormalities. However, a spasm occurred just after the stent implantation and then the patient developed anaphylactic shock. The symptom was reversed by the administration of steroid and nitorol to the patient. It was reported that this was the first time this patient developed anaphylactic shock. Regarding the cause of this anaphylactic shock, the physician does not consider that this is caused by resolute integrity because positive reaction was indicated by xylocaine which was used for local anesthesia of vein. However, the possibility is not zero.